Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the date the lead migration was identified was (B)(6) 2020. Patient stated loss of therapy occurred in (B)(6) 2019. The cause was not determined. The surgeon did intend to explant the lead, but could not due to scar tissue. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial# (B)(4), ubd: 17-may-2023, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient had surgical intervention to implant a new lead because one of the patient's leads had migrated resulting in a loss of therapy. The lead that migrated was left implanted in the patient. The patient was able to regain therapy after the surgical intervention; issue was resolved. No further complications were reported or anticipated.